Event description:
The respiratory therapist reported that during a bronchoscopy procedure being performed on an outpatient basis on a 45 yr old male with a surgical laser, the tip of a laser fiber broke. The pt experienced no adverse reaction as a result of the event & was discharged from the facility on the same date.